Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned yet.

Event description:
It was reported that it was asked to change the PICC of a child in the hemodynamics, when the doctor visualized with the scopia, the catheter was fractured and the fragment was in the right atrium (heart). They removed the catheter and were able to remove the fragment, the patient is well and without problems. Bard sales specialist, went to the hospital risk management about three times, they were not aware of this occurrence. They contacted the pediatric ICU supervisor and the pediatric ICU undertook to provide her with the information required in the card. She was informed that when this PICC blocked the nurses made several unsuccessful attempts to clear it for several days.